Event description:
A customer reported a "sensor ended" message upon scanning the freestyle libre 2 sensor and was therefore unable to obtain glucose scans. The customer became hypoglycemic and experienced a loss of consciousness. An ambulance arrived and the customer received IV glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-dec-2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-dec-2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended" message upon scanning the freestyle libre 2 sensor and was therefore unable to obtain glucose scans. The customer became hypoglycemic and experienced a loss of consciousness. An ambulance arrived and the customer received IV glucose for treatment. There was no report of death or permanent impairment associated with this event.